Manufacturer narrative:
Evaluation summary: review of post-op x-rays shows evidence of some fragments on the right medial side of the tm tibia. It is unk wether they are metallic or bony fragments. Femoral fixation appears to be solid. Without further information on the surgery and/or return of products a probable cause for knee pain cannot be determined at this time. Evaluation: manufacturing records for the reported femoral device was reviewed and indicates it was manufactured, inspected, and packaged to specifications. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt is presenting with pain and swelling.